Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. During functional testing, the controller was able to connect to the monitor and be programmed with no anomalies were observed. Internal visual inspection did not reveal any anomalies. Log file analysis revealed several controller power up events logged between (B)(6) 2024 at 06:49:08 and (B)(6) 2024 at 09:00:38. Review of the event log file revealed that the controller was not in use prior to the power up events, indicating that the power up events occurred during the initial programming of the controller, as described in the event details. In addition, log files revealed one (1) vad disconnect alarm was logged on (B)(6) 2024 at 08:07:37, indicating that the controller was powered up without the driveline connected, likely during troubleshooting. Further review of the event log file revealed one entry in which the controller¿s date/time was set to (B)(6) 2006 at 21:54:50; however, no pump or patient ID setting had been logged on the controller prior to the clock change event. If the pump ID or patient ID are not set when the controller is connected to the monitor, the monitor will automatically set the controller date/time to match the current date/time of the monitor. Of note, the event log file did not log the event ID corresponding with the clock change event. Review of the event log file also revealed missing controller power up events during power down/power up sequences. The controller has an operating system task responsible for initializing logs on power-up, as well as reading, writing and erasing log entries. It allows for a maximum of 3 attempts to log an entry; if it fails on the third attempt, an entry is not generated since a corrupted log is not considered a controller fault and the task manager will continue prioritizing other tasks. Of note, while these failed entries are not logged, the events associated with these entries are performed by the controller. The observed pump/patient ID not set, clock change event and missing log file entries are additional findings, not related to the reported event. Supplemental testing was performed, and the controller was connected to several monitors. The controller was able to adequately communicate with the monitors and the observed missing log file entries could not be replicated; no anomalies were observed. The reported "controller not able to be programmed" and ¿communication issues¿ could not be confirmed. A possible cause of the reported events could not be determined because the returned devices tested within specification and the issue could not be duplicated. The most likely root cause of the observed pump ID not set in the log files could be attributed to an incorrect set up process. The most likely root cause of the observed clock change event can be attributed to troubleshooting and the controller with no set pump or patient ID connected to the monitor, triggering the monitor to update the date/time of the controller. The most likely root cause for the observed missing log file entries can be attributed to the controller¿s operating system task not logging the entries after the third attempt during troubleshooting with several monitors, as described in the event details. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller was not able to be programmed using several monitors and the controller had "communication problems." The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.